Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of not powering on and also a faint burning smell and the power supply was replaced to resolve. Analysis further noted a broken latch tab on the power cord bay door as well as a bent latch on the media bay door. Both the power cord bay and the media bay door were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the programmer was on it began to smell like it was burning. It was turned off and now it will not turn on again. The programmer was returned for service. No patient complications have been reported as a result of this event.